Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. It's important to note that the wye circuit used at the time of the event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an "exhalation system failure 1060" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.